Event description:
A consumer reported difficulty driving at night due to severe glare and double vision when reading following unilateral intraocular lens (iol) implant surgery. Follow-up with the implanting surgeon revealed the pt has an irregular pupil with a tear caused by previous trauma. The pt was told prior to surgery about the possibility of rings and ghosting due to pupil issues. A lens exchange is under consideration.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints in the lot.